Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, - product type catheter. (B)(4).

Event description:
It was later reported that the pump was not helping with the pain associated with an obstruction related to a gastric stimulation system. The pump was increased and that did not help. The patient was in the healthcare provider¿s (hcp) office on the day of the report for increasing the pump medications by 10% in the last week. The device system was used to deliver dilaudid.

Event description:
It was reported that the pump was not helping the patient¿s daily pain. The patient was in pain all the time. The patient stated that she had an IV dilaudid at home to inject herself but about a year or 2 ago they would not do that anymore. Per the patient ¿it is a major no, no.¿ . The patient cannot take oral pain meds because of her gastric issue; her body will not process the drug through her stomach. The patient cannot handle an increase in medication by the pump because it makes her nauseous and sometimes after a pump medication adjustment her legs feel like she cannot walk on them. The pain pump had moved up so it was side by side with another implantable device. The patient¿s ¿waist had spread¿ and was very uncomfortable. Per the patient the hcp would not move the pump down. Additional information has been requested, but had not been received as of the date of this report.